Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin, and the insulin gauge remained static for a few hours. At the time of the reported event, the customer declined to reload the existing cartridge with tandem technical support. The customer's blood glucose level was 207 mg/dl. During a follow-up call on (B)(6) 2017, the customer confirmed that the insulin gauge began to decrease as expected.